Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impaction plate did not fully seat on the impactor and was not noticed until if fell off while impacting. Not having another impaction plate available the surgeon was forced to impact directly on the shaft of the cup impactor. As a result the tolerance of the impaction shaft and the impaction plate were compromised. They no longer engage with each other properly. It is possible this was already an issue before impaction and that is why the impaction plate didn¿t engage correctly and fell off initially. No major delay was caused.

Event description:
Impaction plate did not fully seat on the impactor and was not noticed until if fell off while impacting. Not having another impaction plate available the surgeon was forced to impact directly on the shaft of the cup impactor. As a result the tolerance of the impaction shaft and the impaction plate were compromised. They no longer engage with each other properly. It is possible this was already an issue before impaction and that is why the impaction plate didn¿t engage correctly and fell off initially. No major delay was caused.

Manufacturer narrative:
Reported event: the event reported that a shell impaction platform would not fully assemble to a trident inline offset impactor and fell off during impaction. Because a second impaction platform was not available, it was decided to hammer directly onto the shaft of the impactor to complete cup impaction. Device evaluation and results: unable to perform as the part was not returned. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 08/23/2016 with no reported discrepancies. Complaint history review: review of complaints for p/n 206270, l/n 45020716 within the trackwise database show (B)(4) (1) other complaints related to the failure in this complaint. (B)(4). Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.